Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery due to its lack of primary stability. The patient presented bone type ii. The implant was not replaced at the same surgery.